Manufacturer narrative:
H6: code b15 was added. H6: investigation findings and conclusions were updated to reflect the investigation results. H6: product history review: a review of the manufacturing records indicated the lot met pre-release specifications. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: one partial 3d radiographic jpeg image provided for evaluation. No name, date, or demographics on the image. Cannot manipulate the image in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. All drawings and annotations on the image was completed before submission to gore. Cannot visualize full devices with available image. Cannot confirm how many devices are implanted with the available image. Drawings on the radiographic image hides device details. Cannot confirm migration with one image. H6: code d1103: IFU statement: per the instructions for use (IFU), gore® excluder® aaa endoprosthesis is used to treat abdominal aortic aneurysms and the aortic extender devices are used to either extend the length of the endoprosthesis or enhance its sealing.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an emergency endovascular treatment for infectious aortoduodenal fistula using gore® excluder® aaa endoprosthesis. During this procedure, four aortic extenders were implanted. The patient tolerated the procedure. On (B)(6) 2025, bleeding from the fistula was observed again. Proximal migration of the second aortic extender from the distal end was considered the cause of the bleeding. An emergency reintervention was performed. Additional three aortic extenders were implanted. The bleeding almost disappeared. The patient tolerated the procedure. Among the four devices, the serial number of the one that migrated has not been identified. The reporting physician commented as follows: migration of the aortic extender might have happened.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #pla360400j, serial #(B)(6), UDI (B)(4) / catalog #pla360400j, serial #(B)(6), UDI (B)(4) / catalog #pla360400j, serial #(B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.